Manufacturer narrative:
On 20-mar-2025 , primevigilance notified teoxane of an adverse event. According to the information received, a patient was injected on (B)(6) -2023 with rha 4 in the nasolabial folds (1 ml), in the marionette lines (0.6 ml), and in the lip-outline-philthrum (0.5 ml) with the retrotracing technique and a needle. The patient had a history of arthritis (potential spondolois anchilitis), elevated blood pressure (last 2 have been 160 over 90, usually it is low), malignant tumor of breast (triple negative malign r in 2014; estrogen positive in 2016; both lumpectomies), left kidney removal (liver had a 8.5 cm cyst), two ductile papillomas of left breast, squamous cell carcinoma excision on the leg, and severe acne and sunburns as a teen. On (B)(6) 2023, the day of the injection, the patient had a neck liposuction. The patient's concomitant medication included glucocorticoid (triamcinolone 0.1%) since (B)(6) 2023 and chemotherapy medication (fluorouracil) since (B)(6) 2023. According to the injector the patient did not notice any adverse event the first 2 months after injection. In late (B)(6) 2024 (after christmas), the patient reported a lump under her right nostril, along with two small nodules near the left corner of her mouth and slight lumps on the right side below the mouth. The lumps grew and new ones appeared daily. According to the injector, one small lump eventually multiplied into eight. They were firm, rubbery, non-painful, and non-itchy at the injection sites. In (B)(6) 2025, the patient received hyaluronidase injections, which only reduced the lump under the right nostril. The patient reported personal and professional impacts. In (B)(6) 2025, she returned for more treatment as lumps on the left side grew and spread, with new ones appearing on her lips and swelling on the right side of her nose. As the time of this report, the outcome of the event is partially resolved. Some lumps had diminished, others remained or grew, and new ones continued to appear. Due to the worsening of the situation and lack of resolution impacting patient's livelihood, the case was considered reportable to FDA. The situation of the patient and the symptoms evolution are monitored. No additional information is available at the time of this report. Delayed inflammatory reactions that may manifest as nodules, skin induration, and skin oedema weeks to years after injection are well-known and documented reactions in the context of hyaluronic acid dermal filler injections. They may be related to a delayed immune response or to a bacterial infection. They can be triggered by patient predisposition, trauma, vaccines, or infections. With medical treatment, symptoms can be quickly fully resolved, without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teoxane products. Of note, rha 4 is not indicated for the lip outline/ philtrum. Its use in this area constitutes an off-label use for which the safety and performance can not be guaranteed.

Event description:
On 20-mar-2025 , primevigilance notified teoxane of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with rha 4 in the nasolabial folds (1 ml), in the marionette lines (0.6 ml), and in the lip-outline-philthrum (0.5 ml) with the retrotracing technique and a needle. The patient had a history of arthritis (potential spondolois anchilitis), elevated blood pressure (last 2 have been 160 over 90, usually it is low), malignant tumor of breast (triple negative malign r in 2014; estrogen positive in 2016; both lumpectomies), left kidney removal (liver had a 8.5 cm cyst), two ductile papillomas of left breast, squamous cell carcinoma excision on the leg, and severe acne and sunburns as a teen. On (B)(6) 2023, the day of the injection, the patient had a neck liposuction. The patient's concomitant medication included glucocorticoid (triamcinolone 0.1%) since (B)(6) 2023 and chemotherapy medication (fluorouracil) since (B)(6) 2023. According to the injector the patient did not notice any adverse event the first 2 months after injection. In late (B)(6) 2024 (after christmas), the patient reported a lump under her right nostril, along with two small nodules near the left corner of her mouth and slight lumps on the right side below the mouth. The lumps grew and new ones appeared daily. According to the injector, one small lump eventually multiplied into eight. They were firm, rubbery, non-painful, and non-itchy at the injection sites. In (B)(6) 2025, the patient received hyaluronidase injections, which only reduced the lump under the right nostril. The patient reported personal and professional impacts. In (B)(6) 2025, she returned for more treatment as lumps on the left side grew and spread, with new ones appearing on her lips and swelling on the right side of her nose. As the time of this report, the outcome of the event is partially resolved. Some lumps had diminished, others remained or grew, and new ones continued to appear. Due to the worsening of the situation and lack of resolution impacting patient's livelihood, the case was considered reportable to FDA. The situation of the patient and the symptoms evolution are monitored. No additional information is available at the time of this report.